Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. No anatomical interference, or angulation or kink in the delivery system was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Images provided by field appeared to show an occluder device covered in blood-like substance. The distal disc of the device had cobra deformation. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 26 august 2025, three amplatzer septal occluders were chosen for implant using a 10 f amplatzer trevisio intravasculat delivery system . During the procedure , cobra type deformation was observed in all three occluders consecutively as expanding inside the body. The deformed occluders made contact with intracardiac tissue during deployment but were retrieved prior to release from the delivery cable while inside the body. No bends/kinks were observed in the delivery sheath.the procedure was completed using a 9mm amplatzer septal occluder. The procedure duration was longer than expected. It was reported that there was no clincally significant delay observed. The patient remained hemodynamically stable throughout the procedure and there were no adverse events present in the procedure.